Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter with the original box and pouch. The batch number on the packaging and device matched the batch number for this complaint. The device was returned in 2 pieces; the hypotube broken off 35cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 58cm and 63cm from the distal tip. Examination under magnification revealed that the exit notch was twisted and damaged. A shaft kink 4cm from the distal tip was also noted. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 4.50mm nc quantum apex balloon catheter wa selected. It was noted that shaft broke while advancing into an unspecified guide catheter. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.